Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the right plunger case was cracked and had a broken screw boss inside the plunger head, the bottom case was cracked by the l bracket pole clamp and had a missing/ broken seal, the battery pack was missing, and there was visible contamination. A review of the event history log (ehl) identified check clutch/plunger lever and there was nothing in ehl pertaining cracked plunger cases. During the functional testing the check clutch/plunger lever was able to be duplicated and during the visual inspection the plunger case damage was confirmed. The root cause was due to normal wear as the pump was over 15 years old. Replaced right/left plunger case and all the plastic parts inside the plunger head. Replaced lead screw, clutch spring and both clutch halves. Power up, self test and performed infusion and occlusion test.

Event description:
It was reported that the pump had a cracked left and right plunger case and broken left and right clutch and needing preventative maintenance. No patient involvement or injury was reported.